Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient discharged himself from the implanting/managing physician and has yet to get permission from another clinician for the rep to meet in their office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient met the rep two times and it was still too high. The patient had the rate and intensity off all night yet it kept waking him up, and in the morning he turned the stimulator part off. The patient felt it going down over the last few hours. This tells him something is too high. It never did that over the last few years. The patient has been too busy to acknowledge this problem since the last meetings with the rep. The patient still have not given up on the ins as it offers relief, but at a very minimal intensity and rate. Yet if he leaved it on when he falls asleep, he gets the same problem repeated and described above. The patient wants to meet the rep for programming adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling tingling in their legs and thighs. They met with the rep on (B)(6) 2019. The rep tried turning the device off, but the patient was still feeling the tingling. The patient asked the rep to keep the ins off. The cause of the tingling was unknown at the time of the report. No further complications were reported or anticipated additional information received from a manufacturer representative (rep). It was reported that the patient was supposed to feel stim in their feet and legs. The sensation did not resolve. The patient was following up with a neurologist. The patient also suffers from restless leg syndrome. No information related to cause was available. No further complications were reported. On 2020-apr-01 (B)(4) (rep): additional information was received from the rep. It was reported that the patient was feeling stimulation in his thighs even when the device was not turned on. Patient reported that they have used thc, changed their diet, tried topical creams and added vitamins to their diet. Issue not resolved. It was reported that this happened before and patient had a revision to see if it would resolve issue. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was unknown. Rep reported nothing was done outside of the reported information; unit was turned off. Patient stated that stim could still be felt when ins was off. The revision took place on (B)(6) 2019.